Manufacturer narrative:
Concomitant medical product: 4557m-53 lead, implanted (B)(6) 1992. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that patient has had "problems" with the implantable pulse generator (ipg); specifically heart palpitations. In response to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event, the ipg was prophylactically reprogrammed. The new pacing mode caused the patient to experience dizziness, so it was reprogrammed in-clinic again with resolve. No device malfunction was observed while the device was in use, however, the device was functioning in a mode susceptible to circuit error and was therefore reprogrammed to preclude further harm to the patient. No further patient complications have been reported as a result of this event.